Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The pump also had a broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube, a cracked reservoir tube window cracked, and a missing end cap sticker.